Manufacturer narrative:
H3: product analysis ¿ as found condition: the navien was returned within a shipping box and a plastic bio-pouch. ¿ visual inspection/damage location details: no damage was found with the navien catheter hub. The navien catheter body was found to be separated/broken at ~89.5cm from the proximal end of the catheter hub. The navien catheter distal tip was found to be in good condition. ¿ testing/analysis: the navien catheter total length was measured to be ~123.3cm and the usable length was measured to be ~116.5cm, which is within specification. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report was confirmed as the returned navien was found to be separated/broken along the catheter body. However, there was no protective sheath or any packaging items from the returned device. Therefore, no further analysis could be performed. Damage can occur due to an impact from unknown sources prior to being opened, damage during storage, use-related, or manufacturing related. However, the root cause of the damaged catheter could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that there was no damage or evidence of tampering to device packaging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a stent-assisted embolization procedure for an aneurysm, a navien catheter was found fractured upon opening the sterile packaging. Severe vessel tortuosity was noted during the procedure, and the right femoral artery with a diameter of 6mm was used as the access vessel. The catheter and accessory devices were prepared and flushed according to the instructions for use. After visually observing the fracture, another navien catheter was used to proceed with the surgery. No patient symptoms, complications, adverse events, infections, or deaths were reported.